Event description:
A pt ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2.0 ml of coaptite lot #1031984 on (B)(6) 2012. The pt reported urinary retention following the procedure on 08/02/2012 diagnosed by post void residual. The pt was treated with foley catheterization on 08/03/2012. The retention resolved on 08/04/2012. The physician assessed the severity of the event as mild and definitely device-related. On (B)(6) 2012, the pt reported a urinary tract infection. The pt was treated with macrobid 100 mg po bid #14 on (B)(6) 2012. The uti resolved on (B)(6) 2012. The physician assessed the severity of the event as mild and probably not device-related.

Manufacturer narrative:
At the time of this report both the urinary retention and the uti had resolved. A review of the device history records indicates the reported lot #1031984 met all specs prior to release with no abnormalities noted.